Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During an angioplasty and atherectomy of the right leg, the physician introduced the balloon in the superficial artery. A csi device had already been used and the physician went to angioplasty. The physician inflated the balloon to the burst rate, but did not exceed it. The balloon was inflated approximately 30 seconds and then it burst. The procedure was complete at this point and the device was removed. The physician followed up with an angiogram and everything was good. There was no harm to the patient and nothing detached inside of the patient. The rupture was found to be longitudinal, and the physician noted that there was some calcification in the artery.